Manufacturer narrative:
Failure analysis noted that the pump functions properly during rewind and basic occlusion, occlusion, prime/ compromised force sensor test, the excessive no delivery and displacement test. There was no excessive no delivery alarm noted. The motor was very loud during rewind due to faulty motor. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call rewind anomaly. Blood glucose at the time of incident was 397mg/dl. The customer states they changed their set and had a high blood glucose level of 479 mg/dl. The customer treated suing the insulin pump brought blood glucose down to 234 mg/dl. The customer sated they had a no delivery alarm occur. Then change set and found a bent cannula. While performing a rewind, the customer noted a hearable sound. The customer reverted to another pump and insulin pen. Troubleshooting was not performed. The device will be returned for analysis.